Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 4.0 mmol/l. Customer reports they were unable to clear the alarm. Customer performed self-test and it was passed and insulin pump working normally. Customer stated insulin pump keypad was unresponsive and time was stopped. Customer stated insulin pump was alarming constantly until battery was removed, they put in and took out the battery a few times and replaced battery. The insulin pump will not be returned for analysis.